Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while attempting to use meal announcements as correction, noting the system was not delivering the expected correction dose and that the ilet appeared confused; insulin delivery was visible after a recent infusion set change and the pump delivered small doses. Symptoms included body aches. Outcomes included temporary elevated blood glucose with system alerts for high glucose. Investigation included review of device-delivered insulin dosing and alert history through data monitoring. Investigation of this case revealed user technique and use of meal announcements for correction contributed to persistent hyperglycemia, with the device functioning and delivering small automated doses after the set change. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement strategy rather than a device malfunction.